Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the system experienced a period of instability. Customer care recommended that the user re-link their sensor to allow the system to reinitialize and converge faster. However, they refused to perform the sensor re-link as they stated the readings were becoming more accurate. Customer care acknowledged the user's request and advised them to re-link the sensor if the discrepancies were observed again.per dms review, the user was using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.